Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope nozzle had foreign objects and image guide protector, protector of universal cord on scope connector side, protector of universal cord on control section side and scope connector cover unit had sticky. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.